Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports cough, sinus congestion, fever and pna x2. Md seen and recommended discontinued use of the soclean with their CPAP & received antibiotics.